Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose and value was 300-400 mg/dl, 143 mg/dl. The customer treated their blood glucose with manual injection. The customer reported that the insulin pump failed the high pressure test twice times and no alarm was detected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No delivery anomaly noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Unit had cracked case at the corner of the belt clip rail, cracked battery tube threads, scratched case, pillowing keypad overlay and cracked retainer.